Event description:
Error code 240.4150 displaying "check IV set" with no IV in device. When this code displays the manual states to replace the bottle/upper pressure sensor. It cost (B)(6) per sensor to replace. In the month of january alone we had to replace 43. Manufacturer response for IV pump 214016, alaris pump (per site reporter). Pressure sensor failure: I have looked at the excel sheet of your pressure sensor replacement. I noticed you were replacing pressure sensors for units that had hard failures (check IV set or 240.4150 errors), also replacing for seeing the 240.4150 error in the error log. In one case a unit had a 240.4150 error in the log but the pressure sensor latch was broken. The broken latch can contribute to the sensor showing the 240.4150 error. Also looking at the error log check if the error is a 240.4150.0 (hard failure) error or a 240.4150.5 (log only) error. If it is a log only failure, this can be caused by closing the door with a primed line causing a spike voltage to the sensor. This would register a 240.4150.5 error in the log. This is not a hard error and would the pressure sensor would not have to be replaced. The pressure sensors can also be damaged unintentionally from hospital personal. A nurse may accidently push on the pressure sensor with their finger or when the units are being cleaned. A sensor can go faulty if excessive pressure in placed on the face of "hem". I have also attached the recommended priming procedure and recommend head height procedure.